Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device after a peripheral arterial occlusive disease interventional procedure using a 6f sheath. Reportedly, when the thumb advancer was pushed, resistance was felt and it was found that number "3" was not in the window. A needle was inserted into each access port. The thumb advancer was retracted and the safety release allowed the device to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose device after a peripheral arterial occlusive disease interventional procedure using a 6f sheath. Reportedly, when the thumb advancer was pushed, resistance was felt and it was found that number "3" was not in the window. A needle was inserted into each access port. The thumb advancer was retracted and the safety release allowed the device to be removed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported thumb advancer deployment issue was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.